Event description:
It was reported to quest medical by progressive medical of an alleged issue with product code 9520. The report stated that the ports were cracking and leaking when opened. It was confirmed that there was no patient injury.

Manufacturer narrative:
Quest medical received the suspect device on 2/10/2023. The complaint condition was confirmed. The port was detached from the manifold. The suspected root cause is weak weld of the port. Quest will continue to monitor and trend this complaint conditon. Quest has concluded its investigation.